Manufacturer narrative:
Bayer case number: (B)(4) pain [pelvic pain female] , discomfort [discomfort] , bloating [bloating] , overall dryness throughout my body [dry skin] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 06-mar-2026. The most recent information was received on 12-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2010 she experienced pelvic pain (seriousness criterion intervention required), discomfort ("discomfort"), abdominal distension ("bloating") and dry skin ("overall dryness throughout my body"). The patient was treated with surgery (hysterectomy with ovarian preservation). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, discomfort, dry skin and pelvic pain to be related to essure administration. The reporter commented: patient's current status: hysterectomy with ovarian preservation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-mar-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Pain [pelvic pain female]. Discomfort [discomfort]. Bloating [bloating]. Overall dryness throughout my body [dry skin]. Case narrative: the below report was received by health authority ansm (reference number: r2606863) on 06-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2010 she experienced pelvic pain (seriousness criterion intervention required), discomfort ("discomfort"), abdominal distension ("bloating") and dry skin ("overall dryness throughout my body"). The patient was treated with surgery (hysterectomy with ovarian preservation). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, discomfort, dry skin and pelvic pain to be related to essure administration. The reporter commented: patient's current status: hysterectomy with ovarian preservation. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.